Manufacturer narrative:
Technical eval: all units were received in their original packaging, unused. The packages show significant crush damage. The sterile pouch inside the package appears intact and there is no visible damage to anything internal to the pouch. Conclusion: the incident was confirmed as reported. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).

Event description:
Four devices were received damaged. This MDR is associated with mdr3005168196-2010-00322, mdr3005168196-2010-00635, and mdr3005168196-2010-00636.